Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor was connected to the dexcom app but not to the ilet, indicating intermittent communication failure limited to the ilet interface; after advising the user to toggle the phone¿s bluetooth off, glucose values began appearing on the ilet, which is consistent with a communication issue potentially involving the antenna component. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet consistent with intermittent communication failure, with relevance to the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.